Event description:
It was reported tha the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.